Event description:
The patient stated his blood glucose was elevated to 308 mg/dl and he discovered that his infusion tubing had separated at the luer connection. Symptoms of elevated blood glucose included thirst. His normal blood glucose range is 80-120 mg/dl. The patient stated that he changed the infusion tubing and his blood glucose decreased. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.